Event description:
Reportedly, the doctor was inserting a swan-ganz catheter before an operation, the clinician felt that something was different with the guidewire and decided to remove guidewire out of the patient. There was some difficulty when the guidewire was removed. It was indicated that the clinician felt that the guidewire was "stuck". Both the catheter and guidewire were removed. It was stated that the guidewire was spiral shaped. There were no patient complications.

Manufacturer narrative:
The guidewire was received for evaluation. The wire was found to have a weld break on the j tip end. The outer coil wire had been uncoiled over a 30 centimeter area. There were no components or wire missing. Note this guidewire is too short for this catheter and will not pass completely through 744hf75 catheter. The guidewire was the size used with an access kit and would be used to insert the introducer. The lot number was provided; therefore, the device history record review was completed and documented that the device met specifications upon distribution.